Event description:
It was reported that during the implant procedure the pacing impedances of the leads were all within normal range, but when the leads were connected to the cardiac resynchronization therapy defibrillator (crt-d), the pacing impedances of the leads were abnormal. Different instruments were then used to again test the pacing impedances of the leads and they were all within normal limits, however, after again repeatedly connecting the crt-d to the leads, the parameters were still not good. The device was not used and a new device was connected to the leads and the pacing impedances were tested many times which were now normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the attempted implant, when inserting the leads into the cardiac resynchronization therapy defib rillator (crt-d) connector port, the setscrews were tightened until a clicking sound was heard. Upon testing, no ventricular pacing signal was observed on the electrocardiogram (ECG). When the physician gently pulled on the lead, it detached easily from the device header. After unscrewing the setscrew, reseating the lead until it could not be inserted further into the device, and once again tightening the setscrew until the clicking was heard, the was still no observed ventricular pacing signal and the leads again were able to be detached easily from the device when pulled gently by the physician. It was noted that the issue persisted with several attempts and was only resolved by using a new device which functioned well upon connection to the leads.

Manufacturer narrative:
Corrected: h6 annex a (a072202) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.